Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that three additional drill bits were used in the procedure. The alleged malfunction with each drill bit is unknown. Therefore, this product is now 1 of 6 products for the same event. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that a surgical procedure for a fracture of a femoral diaphysis it was observed that the drill bit device that was attached to the reported radiolucent drive device interfered with the nail and an abnormal sound came from the radiolucent drive device. It was reported that the function stopped when the surgeon tried to drill a distal locking hole. It was reported that the surgeon checked the drill bit and found it was being displaced from the center. The surgeon then decided to use an identical spare device. It was reported that the surgeon confirmed that the drill bit that was connected to the spare radiolucent drive device was working/spinning normal. However, it was reported that once in use, the drill bit interfered again with the nail, stopped functioning, and made an abnormal sound. It was reported that the second drill bit device was working normally. It was reported that the procedure was eventually completed without distal locking. It was reported that the procedure was extended for 30 minutes. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) has been entered into section d4 of this medwatch report. Date of this report was inadvertently documented as sep 16, 2016 on the initial report. The correct date is sep 14, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.